Event description:
It was reported that after implant patient was connected to an electrocardiogram (ECG) monitor and they saw a missed ventricular pace (vp) every hour. Pacemaker was in ddd mode with the sequence atrial sense (as)-vp. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) pacing pauses. One missing ventricular pace approximately every hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.